Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to another device (paramedics meter, unspecified brand). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged issue began on (B)(6) 2017. The patient advised during the call that prior to the alleged issue occurring, she last tested with the subject meter before going to bed on the evening of (B)(6) 2017, and that she believed the result obtained was inaccurately high; however, she was unable to recall the exact result obtained. The patient manages her diabetes with self-adjusted insulin and it is not known what changes, if any, the patient made to her usual diabetes regimen in response to this reading. The patient stated that on the morning of (B)(6) 2017, her niece contacted the emergency medical services (ems) because the patient ¿wasn't responding¿ and that upon arrival, the paramedic¿s tested the patient¿s blood glucose with the subject meter and compared it to their device; the patient was unable to provide the csr with the results obtained but claimed that the subject meter was reading ¿50 points¿ higher than the ems device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she was then taken to hospital where she was treated with IV glucose by a health care professional (hcp) and that her blood glucose was tested on the hospital device; however, the patient stated that she did not know the result that was obtained. At the time of troubleshooting, the patient was unable and/or unwilling to confirm if the unit of measure was set correctly on the subject device. The csr established that an incorrect sample site was used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.